Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with unknown blood glucose level. The customer¿s current blood glucose level was 115 mg/dl. The customer reported that she was sick a week before and thought it was due to the flu. The customer experienced symptoms such as throwing up, light headed and felt like crap. The customer was treated with insulin drip, insulin pump and pens. The customer reported that the drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.